Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h6 medical device problem code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the malfunction reported was likely the result of insufficient reprocessing. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions documented in chapter 3 preparation and inspection of the operation manual and chapter 5 reprocessing the endoscope of the reprocessing manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 07-dec-2022.

Manufacturer narrative:
The device was returned to olympus and during initial inspection on the device a blockage was identified protruding from the air /water nozzle due to insufficient cleaning. The blockage appears to be a form of purple plastic. The reported issue (scope not recognized) was not confirmed during testing. Additionally, the light cover glasses were chipped due to a shock caused by dropping or knocking the device to a hard surface, there were light transmission issues due to insufficient cleaning, the distal end adhesive was lifting, the colored ring in the aspiration housing and air/water housing are worn due to deterioration caused by stress during reprocessing, a switch is worn due to handling, the plug body is loose, water was leaking at the scope connector, the angle does not meet specification, there is play in the angle knob, and the left/right brake is not holding. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Event description:
The customer reported to olympus that during preparation for use they experienced an error code. The error code indicates that the scope is not recognized when plugged into cv-1500. The procedure was completed by using a similar device. The device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found protruding from the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There were no reports of patient harm associated with this event.